Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two stents were used during the same procedure. Refer to manufacturer report # 3005099803-2016-01738 of related complaint for the other associated device information. It was reported to boston scientific corporation that two advanix biliary stents were used in the bile duct during a biliary stent implantation procedure performed on (B)(6) 2016. According to the complaint, while deploying the advanix biliary stent, strong resistance was met with the handle and the stent became wrinkled on the papilla side. As a result, the stent failed to deploy. The device was removed and a second advanix biliary stent was used, but the same issue occurred where strong resistance was met with the handle and the stent became wrinkled on the papilla side. The handle was pulled forcefully and the second advanix biliary stent was successfully implanted thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.